Event description:
Co received another manufacturer's device from the hosp. The reason for revision that was given was "fluid loss." Note: determination of reportability and categorization of this event was made according to this manufacturers policies and procedures and the info received in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref. Sections b1, b2, h1).